Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient started therapy about 3 to 3.5 hours ago on the arctic sun device. Nurse stated that patient temperature had not changed much and seemed to have gone down. Nurse received alert 116 (patient temperature 1 change not detected) and device stopped. Rectal probe was in place and verified patient temperature using rectal thermometer. Probe patient temperature was 33.5c, thermometer reading was 33.9c, water temperature was 20.9c, target temperature was 35.5c, flow rate was 0lpm, rewarm rate was 0.1c/hour, but doctor increased to 0.5c/hour about an hour ago. Water temperature had been between 18 to 22c. Xxs arctic gel pads were in use. Mss had the nurse start therapy again. System diagnostics showed that outlet monitor temperature (t1) was 30.9c, outlet control temperature (t2) was 31c, inlet temperature (t3) was 29.8c, chiller temperature (t4) was 4c, flow rate was 3.3lpm, inlet pressure was -7 psi, circulation pump command was 86 percent, mixing pump command was 0 percent, heater command was 75 percent, water reservoir level was 3 bars, system hours were 3627.5, pump hours were 3406.9, water temperature began increasing 34.5c and going up. Mss told nurse they would call back in 20 minutes to see how device was warming and patient responding. They called back at water temperature 40c, but patient temperature was 33.3c, flow rate was 3.4lpm. Trend indicator showed 2 bars trending downward. Mss discussed medications with nurse and suggested they consult physician regarding patient related reasons for temperature drop. The device appeared to be working correctly. Mss also discussed addition of bair huggers or blankets and turning up vent warmer to aid patient in getting to target temperature. Nurse was going to speak with physician and would call back with any questions.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was inadequate pharmaceutical delivery. However, this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that patient started therapy about 3 to 3.5 hours ago on the arctic sun device. Nurse stated that patient temperature had not changed much and seemed to have gone down. Nurse received alert 116 (patient temperature 1 change not detected) and device stopped. Rectal probe was in place and verified patient temperature using rectal thermometer. Probe patient temperature was 33.5c, thermometer reading was 33.9c, water temperature was 20.9c, target temperature was 35.5c, flow rate was 0lpm, rewarm rate was 0.1c/hour, but doctor increased to 0.5c/hour about an hour ago. Water temperature had been between 18 to 22c. Xxs arctic gel pads were in use. Mss had the nurse start therapy again. System diagnostics showed that outlet monitor temperature (t1) was 30.9c, outlet control temperature (t2) was 31c, inlet temperature (t3) was 29.8c, chiller temperature (t4) was 4c, flow rate was 3.3lpm, inlet pressure was -7 psi, circulation pump command was 86 percent, mixing pump command was 0 percent, heater command was 75 percent, water reservoir level was 3 bars, system hours were 3627.5, pump hours were 3406.9, water temperature began increasing 34.5c and going up. Mss told nurse they would call back in 20 minutes to see how device was warming and patient responding. They called back at water temperature 40c, but patient temperature was 33.3c, flow rate was 3.4lpm. Trend indicator showed 2 bars trending downward. Mss discussed medications with nurse and suggested they consult physician regarding patient related reasons for temperature drop. The device appeared to be working correctly. Mss also discussed addition of bair huggers or blankets and turning up vent warmer to aid patient in getting to target temperature. Nurse was going to speak with physician and would call back with any questions.